Event description:
It was reported stimulation was intermittent. The patient noted it felt like stimulation was going on and off. It was noted this had been happening since their initial programming on (B)(6) 2013. It was noted this could be changes due to position as well as due to the fact that the implant in still fairly new. The patient had two programs and was able to feel stimulation on both programs. It was noted that both produced stimulation on the left leg only. The patient was under the understanding that one side should be for the left and one side should be for the right.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).